Manufacturer narrative:
Device evaluation summary: visual inspection showed the luer fitting was separated from the tubing. There was evidence of solvent residue on the end of the tubing that was inserted into the fitting. There did not appear to be any portion of tubing that had broken off inside the fitting. The tubing was inserted into the fitting and removed. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that the bond between the male luer on the end of the stiff wall tubing and the tubing separated and came apart without any apparent reason. The customer assumed that a solvent bond was not used at this connection point during manufacturing of the pack. The loose/separated component did not fall into the patient. The device was replaced to complete the case. There was no patient involvement, so no adverse effect occurred.